Manufacturer narrative:
(B)(4).the patient provided receiver data to dexcom. The data was reviewed on 12/02/2014; however, the date of issue was not captured in the data provided.

Event description:
The patient's wife contacted dexcom technical support on (B)(6) 2014, to report an inaccurate reading between the continuous blood glucose (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The readings were cgm 178 mg/dl, bg meter 378 mg/dl. After the inaccurate reading the patient took another bg meter reading resulting in over 400 mg/dl. The patient took four units of insulin. The patient then called his doctor about the inaccuracies and was instructed to take three additional units of insulin. Dexcom followed up with the patient on (B)(6) 2014, and the patients wife reported that he was in a good condition. There was no of further injury or medical intervention reported.